Event description:
It was reported that there was alert on the cardiac resynchronization therapy defibrillator (crt-d) for left ventricular (lv) lead pacing percentage less than expected. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was inhibition of lv pacing due to possible oversensing of the right atrial (ra) lead signal. Ts discussed device optimization for troubleshooting. It was noted that optimization was attempted without desired effect so the clinic will continue to monitor. This lv lead was not manufactured by (B)(6). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).